Event description:
It was reported that the shunt was explanted because the peritoneal catheter of a growing child got stuck and stretched. The surface of the catheter was calcified, but the shunt functioned normally.

Manufacturer narrative:
The deivce has not been returned to the manufacturer.